Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown/not provided. (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss noted that sleeve was pulled back on foot pedal connector end, exposing the grounding wires. Fss replaced the foot pedal cable to resolve issue. Fss advised customer that foot pedal should not be moved using the cable. All pertinent information available to the manufacturer has been submitted.

Event description:
The account reported exposed wires on foot pedal cable of a whitestar signature pro console. A backup machine was used by the account. There was no patient involvement and no patient treatments delayed or cancelled.

Manufacturer narrative:
Through follow up with the field service specialist, it was learned that the ground wire which was reported to be exposed on the whitestar signature pro footpedal, model ngp680703 is not live and it would not cause shock to the user. Based on the new information, this complaint is no longer considered a reportable event and no further reports will be submitted under this manufacturer report number. All pertinent information available to the manufacturer has been submitted.